Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer¿s other blood glucose levels was 138 mg/dl. The customer was treated with food. Customer had using insulin pump system within 48 hours of reported event. The customer stated that insulin pump¿s auto mode was active. Customer did not allege insulin pump was over delivering. Customer declined for troubleshooting for low blood glucose. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.